Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovidoscope exhibited image dropout when moving the fiber optic sheath (at mid-length). The issue occurred during maintenance. There was no patient involvement.